Event description:
It was reported that the patient disconnected the ilet device, the device battery depleted, and after recharging and reconnecting insulin delivery, the patient observed a high blood glucose value of 416 mg/dl; insulin delivery was confirmed as resumed and a follow-up was planned to confirm a downward trend. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer interview and device use review. Investigation of this case revealed user-related interruption of therapy due to device disconnection and battery depletion, followed by restoration of insulin delivery without device malfunction identified. It was concluded that the event was consistent with hyperglycemia associated with interrupted insulin delivery and that the device functioned as expected after charging and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.